Event description:
A social media case was received stating that a customer received a "replace sensor" error message with their adc device and the customer was unable to obtain readings. As a result, the customer required third-party medical treatment however, details of the treatment were not provided as the customer abandoned the social media post. No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.